Event description:
The recipient reportedly experienced a head trauma incident. Surgery was performed to remove biofilm that formed as a result of the head trauma, however, the infection did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient reportedly underwent a second biofilm clean up surgery on (B)(6) 2021. However, the issue did not resolve. The recipient's device was explanted. The recipient's infection has reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts to the top cover and the electrode near the fantail. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed a cut electrode wire in the fantail region. This is beloved to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3. The implant site was reportedly hit during the head trauma. On (B)(6) 2021, the recipient underwent biofilm removal surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.